Manufacturer narrative:
Initial reporter name and address: initial reporter phone #: (B)(4). Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 2 of the bd saf-t-intima¿ IV catheter safety system cannot be withdrawn. The following information was provided by the initial reporter, translated from chinese to english: after injection, the needle cannot be withdrawn.

Event description:
It was reported by the customer that 2 of the bd saf-t-intima¿ IV catheter safety system cannot be withdrawn. The following information was provided by the initial reporter, translated from chinese to english: after injection, the needle cannot be withdrawn.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of needle disengagement difficult was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample or lot number was returned for evaluation. A device history review could not be completed as no batch number was provided. H3 other text: see h10.